Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.